Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the de novo common iliac artery the 8.0 x 60 mm absolute pro self-expanding stent (sess) was being deployed when the stent jumped 2 cm more distally than expected not in the target lesion. A second stent was implanted to cover the entire lesion. There was no reported issue with resistance or with the thumbwheel turning. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.